Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
Investigation: a terumo bct service technician visually inspected the machine at the customer's site and verified the reported condition. The technician found that the side panel button was depressing the IV pole locking level, causing the pole to fall. The IV pole bracket was adjusted and the machine was returned to service. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: the root cause of this failure was a mis-adjusted side panel throw. Correction: a trima field action has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
The customer reported that the IV pole on the trima would not stay up. Per the customer, no injury occurred for this event .no injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.